Event description:
Home monitoring reported noise on the atrial channel resulting in atrial monitoring episodes. Rv channel remains clear and lead trends unremarkable. Lead remains implanted at this time. No adverse patient events reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.